Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID (B)(4)) could not be zeroed. The readings of the microsensor kept showing 441mmhg and could not be zeroed. The physician used another icp monitor however, the same issue occurred. Therefore, the physician changed with another of the same microsensor to complete the procedure. The event occurred during the procedure, before implantation site closure. There was no delay and no adverse consequences reported.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - there was no visible damage to the sensor, catheter material or connector. The sensor was connected to a monitor and read a proper reading; all testing passed during the failure analysis evaluation. The customer provided a photo of the reading stating that it was 441 mmhg, which is confirmed in the photo but does not confirm that it could not be zeroed. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review and trending were performed as part of the evaluation. Proper finished goods testing was performed prior to release as indicated in the DHR. Product was received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis. Potential root cause includes product fails to zero after implanted, or incorrect setup of device.